Manufacturer narrative:
Investigation ongoing, results will be submitted in a f/u report.

Event description:
It was reported that the caster had malfunctioned. There was no pt involvement or adverse consequences reported.